Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00251, 3010536692-2016-00252, 3010536692-2016-00253, 3010536692-2016-00255.

Event description:
Allegedly, revision due to poly wear patient complained of pain. All components were explanted. Osteolysis was the reason for pulling the stem.